Manufacturer narrative:
Unit passed self-test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failure alert alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. The blood glucose was 2.8 mmol/l. Customer was able to successfully clear the alarm. The device will be returned for the analysis.